Manufacturer narrative:
Weight - unk. Ethnicity- unk. Race - unk. This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -11.00 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. Refractive surprise was observed, the lens was removed on (B)(6) 2019. Reportedly, "patient wants to wait and wear glasses again."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lens returned to manufacturer in previous MDR is incorect. The correct date is 09-aug-2019. Date received by manufacturer in previous MDR is incorrect. The correct date is 02-oct-2019. Claim#: (B)(4).

Manufacturer narrative:
The lens was not removed on (B)(6) 2019, it was removed on the (B)(6) 2019. Claim#: (B)(4).